Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided to us. (B)(6).

Event description:
It was reported by customer that before use on a patient, the screen wgeele of the cardiosave rescue intra-aortic balloon pump (iabp) got broken on a helicopter flight. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported by customer that before use on a patient, the screen of the cardiosave rescue intra-aortic balloon pump (iabp) was broken on a helicopter flight. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported by customer that before use on a patient, the screen of the cardiosave rescue intra-aortic balloon pump (iabp) was broken on a helicopter flight. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The fse found the hinge covers broken, the console cover bent in around back handle, collapsible wheel handle, pivots missing 1 bushing and both pivot sleeves. The fse replaced the hinge covers, console cover, pivot sleeves and bushing. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.